Event description:
Surgeon was implanting a dhhs plate and 12.7 mm lag screw for an orif of a trochanteric fracture. When attempting to seat the plate on top of the lag screw with the impactor, the screw did not seat, and it advanced through the femoral head. The screw and plate became jammed together and both were removed. Subsequently, a second plate and lag screw were seated properly with no further problem. This is the first of 2 reports submitted on this event.

Manufacturer narrative:
Device was not received for eval. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the mfg of these parts that would contribute to this complaint condition.